Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid in the lens vial. Visual inspection found the haptic and optic torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, a cq2015a intraocular lens, diopter +16.5 was "opened and damaged while loading. No patient contact or injury." This occurred on (B)(6) 2018. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
While preparing to implant a lens into the patient's left (os) eye, the lens was accidentally damaged by the nurse while loading. A back-up lens of the same size and model was loaded and used. The reported cause is human error. Claim# (B)(4).